Event description:
It was reported by the surgeon that the "fissure" seen on the intraocular lens (i0l) was most likely due to forceps. It was also reported that in ore=der to remove the iol during the same (initial) surgery the wound was widened.